Event description:
It was reported that there was shattered touchscreen on the customer's pump, rendering the touchscreen unresponsive and ineligible for interaction. There was no reported impact on the customer's blood glucose level, and specific glucose values were either unknown or not disclosed. Tandem technical support arranged for a replacement pump to be sent, informed the customer of the need for replacement, and instructed them to return the problematic pump using a pre-paid label and return box within ten days. The customer declined to share their backup insulin delivery method.